Event description:
It was reported that the pt had his vns generator replaced due to battery depletion. The explanted generator was sent back to the manufacturer for analysis and it was found that the resistor in the generator was not optimal which may have contributed to the end of service event; however, results of the battery longevity prediction confirmed that the end of service condition was an expected event.

Manufacturer narrative:
See scanned page.